Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power loss alarm and replace battery now alarms repeatedly without a prior low battery alert. The customer¿s blood glucose during the incident was 7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. Power loss and replace battery now due to connector resistance issue with the electrical board.